Event description:
Patient underwent placement of intragastric balloon for weight loss, complicated by gastric perforation 1-2 days postprocedurally. The complication resulted in prolonged hospitalization and death directly attributable to the stated injury. This report is being submitted based on device-related concerns as described in the 08/10/2017 FDA memo linked below: "update: potential risks with liquid-filled intragastric balloons - letter to health care providers" https://www.FDA.gov/medicaldevices/safety/letterstohealthcareproviders/ucm570707.htm